Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). So this is straight forward as would be any other quick home test. There's nothing bad or good on that front. Well, the shipping was overnight - faster than prime. However, when I needed this and I got it and tested myself - I had symptoms and the result came out negative. The very next day, the symptoms worsened so I went into a walking clinic and the test came our positive!!!